Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
MFR received a report from the explanting facility that a vns pt had their generator removed due to end of service. The pt was reimplanted and the explanted generator was returned for analysis. Analysis of the returned generator identified a premature end of life condition caused by a leaky c6 capacitor.